Manufacturer narrative:
Evaluation summary: the device was received for evaluation. The device was visually inspected and functional flow testing was performed. The device flowed without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link continu-flo set was not flowing properly through the set tubing and the catheter IV. There was no report of patient injury or medical intervention associated with this event. No additional information is available.